Event description:
Pump declared alarm 30 during operation. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Caller was assisted by technical support in loading a new cartridge using the proper technique, and they successfully resumed insulin therapy.